Event description:
Boston scientific received information that this device had a report of inappropriate shock delivery due to a sinus tachycardia or supraventricular tachycardia. There were no known or alleged adverse effects received/identified to date. The device remains implanted and in service.

Manufacturer narrative:
Subsequent review of the episode electrogram (egm) and available episode details showed that the device detected the arrhythmia as a ventricular tachycardia (vt) and delivered five bursts of anti-tachycardia pacing (atp) and six shocks, which exhausted the available therapies for the episode. The device subsequently was reprogrammed to raise the rate cut-off for vt zone therapies. As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.